Event description:
The customer reported that the pt had a reaction to the suture. Symptoms include severe swelling and suture splitting. The physician instructed the pt to put vitamin e on the area and the pt's condition is improving. There were no further consequences to the pt.